Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose over 800mg/dl. The customer stated that she also was hospitalized two years ago. The customer mentioned that she was experiencing high blood glucose since the night before and she is very sensitive to insulin. The customer experienced nausea, thrist, tired and had slow breathing. Troubleshooting was performed, and the drive suport cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure test twice and the test passed the second time. No further information was provided.